Event description:
During a coronary stent procedure, the physician was unable to cross the lesion. While attempting to retract back to the guide catheter, the stent dislodged in the aorta. The stent was located in the peripheral vasculature and retrieved with a snare. Patient status is listed as "okay".